Event description:
A malfunction alarm labeled as code malf 0 was reported by the customer, though no significant events occurred beforehand. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance by instructing the customer on resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.